Event description:
It was reported that during a procedure, the surgeon inserted the cio navigator cage with an implant holder in the patient. He felt like nothing was at the end of the implant holder. He took out the device from the patient, a little ergo piece had remained on the implant holder. The cage was into the patient . The surgeon removed the cage with forceps.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, risk assessment.results: the customer event of a navigator cage backrail fracture was confirmed via visual inspection. A material analysis was conducted for a similar complaint and indicated that the implant broke in fast fracture. The discoloration and damage around the fracture indicated that the fracture was likely overloaded from the side. The surgical technique indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. However, none of the mentioned causes could be confirmed.conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that during a procedure the surgeon inserted the cio navigator cage with an implant holder in the patient. He felt like nothing was at the end of the implant holder. He took out the device from the patient, a little ergo piece had remained on the implant holder. The cage was into the patient. The surgeon removed the cage with forceps.